Event description:
It was reported that there was no output, telemetry difficulty, no capture, and undefined ventricular impedance. The lead tested with undefined impedance via analyzer and was replaced. However, upon inserting the new lead into the device, the same readings were obtained so the device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: preliminary analysis revealed a no output condition when programmed to vvi unipolar pacing. Further testing revealed the no output condition was the result of lifted hybrid bond wires.